Event description:
The customer stated the unit will not power up even with a new battery. No pt involvement.

Manufacturer narrative:
Eval summary: the device is an automatic defibrillator and the actual device involved was evaluated. The complaint was confirmed but could not be duplicated after the device was disassembled. The root cause of the failure is inconclusive. The device was upgraded to the current revision level, passes all testing and was returned to the customer.